Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2010 and performed to specification alongside random manual power ons, up to the (B)(6) 2013. Multiple manual power ups mainly of ten minute duration were observed in the device memory between the (B)(6) 2013. The pad-pak became depleted during this time. Investigation indicated the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.